Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer also reported that they received an off no power alarm, unexpected restart alarm and a watchdog timeout alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that they were using the recommended battery. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer stated that the display did not return after placing a new battery. The customer stated that the display did not return after cleaning the battery cap. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored for three days and no blank display or off no power anomalies were noted. No watchdog timeout alarms were noted. The pump gave an unexpected restart alarm after the battery change due to faulty component on the interface board. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot and cracked battery tube threads.